Event description:
It was reported to philips that the device takes too long to charge and the energy output is out of spec. The customer stated the energy output measured by his analyzer while performing the defib test at 200 j is around 166 j. There was no reported patient involvement.